Event description:
Physician reported a right side rupture diagnosed by MRI. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified lot number in the patch: 2239593 and catalog: fm270 observed opening on posterior side. Observed red particles in the shell device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode additional, changed, and/or corrected data: h6

Event description:
Physician reported a right side rupture diagnosed by MRI. Device has been explanted and replaced.